Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 76 year old male patient presenting with post cardiotomy cardiogenic shock for impella support. During support, a cardiac tamponade had formed. The physician alleged the impella was a contributing factor. A pericardiocentesis was required.